Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was on a patient and started drawing blood into the IV with no alarm going off in the coronary care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom that a spectrum pump was on a patient and started drawing blood into the IV with no alarm going off was not reproduced during the device evaluation. During the evaluation a set was able to be loaded and an infusion was able to be programmed without the occurrence of system errors or alarms. The pump passed all testing and no component discrepancies were associated with this device.